Event description:
It was reported that pump battery would not charge even though caller used tandem charging cable, tandem wall adapter, and working wall outlet, and there were no power source alerts noted in pump history and low power or shutdown alarms could not be confirmed. There was no reported impact to the customer¿s blood glucose level. Pump charge later returned from 20% to 100% on its own, issue resolved without further troubleshooting, and no additional actions were taken.